Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support recommended reprogramming, but not intervention was made to resolve the event. The patient was in stable condition and will continue to be monitored.